Manufacturer narrative:
A full pm was performed by the galil fse. Parts spr000007-r + spr000012 were replaced, and the issue was resolved. The faulty parts will not be returned for further investigation, as the technology is nearing the end of its life cycle.

Event description:
4 needles were used in a MRI guided renal cryoablation procedure. During the case, all 4 icerod MRI needles only reached an iceball size of approx. 1 cm, which was insufficient for the procedure. Extra active thawing cycles did not resolve this. Multiple freezing cycles were conducted in an attempt to reach an acceptable ablation zone. The treatment was deemed unsuccessful, and a new cryoablation procedure has been scheduled for this patient. All four needles were returned to the manufacturer for investigation, and the cryoablation system was investigated in a field service call. This MDR summarises the investigation results of the cryoablation system used in this complaint. Please see the following MDR's for the other devices used during this cryoablation procedure: 9616793-2020-00035 - needle 1, 9616793-2020-00036 - needle 2, 9616793-2020-00037 - needle 3, 9616793-2020-00038 - needle 4.